Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('cheering ypu onto efreedom') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 3. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("a littly more that a year after the procedure I had my 4th baby"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: completely blocked. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : pregnancy with contraceptive device, device ineffective quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-feb-2020: social media received. Event "medical device removal added". Case becomes incident. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.